Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened esc button dome switch. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The esc button was not working. His/her blood glucose level was 216 mg/dl. The customer was advised to disconnect from the insulin pump. The product will return. Nothing further to report.